Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge account manager reported that they spoke with the facility nurse and reported that the alarm resolves itself after autofill is performed as required. The getinge account manager reiterated to always check for blood in the tubing as the help screen suggest under this alarm and that helium diffusion that may occur with tachy/febrile patients requiring more frequent autofills as the alarm help screen suggest. The iabp has been working well and had no alarms since the getinge manager first spoke with the facility nurse.

Event description:
While supporting a patient the cs300 intra-aortic balloon pump (iabp) generated an "iab disconnect" alarm 2-3 times per shift even though the intra-aortic balloon was still connected. There was no indication of a leak and all connections secure. No patient harm or adverse event was reported.